Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to boston scientific due to high defibrillation thresholds. There were no allegations or complaints against the device. Subsequently, the device was retrieved from archive for further analysis testing.